Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration of time following the implant of this 22mm pulmonary valved conduit, implanted in an 18 year old pediatric patient, the patient passed away. The cause of death is unknown at this time.